Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted on the patient. The cause of the complaint remains inconclusive.

Event description:
Intera oncology received a report of an intera 3000 hepatic artery infusion pump that no contents emptied into the syringe barrel when assessing the pump during refill on 2025. The clinic filled the pump with 30mls of refill solution with no issue. On (B)(6)2025, the flow rate was reported to be 0.64. On (B)(6)2025, the patient's flow rate was 1.28 ml/day. The patient was instructed to use hot packs three times a day. On (B)(6)2025, the patient's flow rate was 1.28 ml/day. The patient used the heat packs and has been instructed to continue using them for 1hr per day.